Event description:
Boston scientific received information that this device had declared end of life (eol). It was alleged the device had depleted prematurely. A replacement procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.